Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging "his onetouch ultralink meter" would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 11am. The patient manages his diabetes with nph insulin through pump therapy (10 units). It is not clear if the patient made changes to his usual diabetes management routine at the time of the alleged issue. On (B)(6) 2012, at 3pm, the patient obtained a blood glucose result of "482 mg/dl" with another device. The patient was administered a bolus dose of insulin (10 units), in addition to, getting his usual dose of nph. The patient denied developing symptoms due to the alleged issue. At the time of troubleshooting, the cca noted the correct test strips were being used and the batteries were recently replaced in the subject meter. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes due to the alleged issue. The patient was administered insulin based on the results obtained with another device. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.